Event description:
Unomedical reference number (B)(4). Event occurred in saudi arabia. It was reported that patient faced infusion set occlusion issue event on (B)(6) 2024. Insulin did not exit from tubing, after manual push of insulin slowly through tube with help of plunger. No further information available.